Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she got into a car accident and broke her arm. Customer's blood glucose was over 500 mg/dl. Customer changed the infusion set and blood glucose went down to 339 mg/dl. Customer's blood glucose at time of call was 407 mg/dl. After troubleshooting, customer was advised to contact the healthcare professionals. Customer will not be returning the device for analysis.